Event description:
A delivery delay with a replacement adc device was reported. The replacement device was issued due to a battery/no power issue preventing customer from obtaining results. Due to delivery delay, customer was unable to test and experienced a loss of consciousness. The customer was found by a relative who called emergency services and upon their arrival, a blood glucose test was performed and a reading of 11 mg/dl was obtained on the firefighters device. The customer was treated with glucagon and transported to a hospital where they remained admitted for two days. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A delivery delay with a replacement adc device was reported. The replacement device was issued due to a battery/no power issue preventing customer from obtaining results. Due to delivery delay, customer was unable to test and experienced a loss of consciousness. The customer was found by a relative who called emergency services and upon their arrival, a blood glucose test was performed and a reading of 11 mg/dl was obtained on the firefighters device. The customer was treated with glucagon and transported to a hospital where they remained admitted for two days. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and no issues were observed. The reader did not turn on with button, strip, or usb (universal serial bus) cable insertion. The returned reader was connected to a computer and the reader was not recognized. The reader was further investigated and de-cased. Battery voltage was measured to be within specification. Placed returned reader into the reader printed circuit board assembly (pcba) test fixture and applied pressure to the central processing unit (cpu). The reader did not turn on when pressure was applied to the cpu. A known-good battery was placed in the returned reader and applied pressure to cpu; observed returned reader did not turn on. An extended investigation was also performed. The current flow was measured and only observed to function in one direction - indicating a non-functioning crystal (crystal y1). This is consistent with a faulty y1 crystal which will only oscillate when face down, therefore preventing the reader from turning on while facing upward. The crystal was replaced with a good-known crystal and the reader powered on. Therefore, this issue is confirmed due to faulty crystal. All pertinent information available to abbott diabetes care has been submitted.